Manufacturer narrative:
Concomitant products: product ID 8840, serial# (B)(4), product type programmer, physician; product ID 8870, serial # unknown, product type software; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 170.5 mcg/day via an implanted pump system. On (B)(6) 2016, the patient experienced increased stiffness and a lot more spasticity. This was a sudden change in therapy/symptoms. The doctor wanted to increase the patient's dose, but they could not establish telemetry with the 8840 physician programmer. The pump was not flipped. There were no sources of electromagnetic interference present, and changing environment did not resolve the issue. The patient's mother wanted the pump removed because they felt the pump had not been working for a while. This 8840 physician programmer was returned to medtronic. The hcp received a new 8840 physician programmer. On (B)(6) 2016, telemetry was not successful when utilizing the new programmer and the previously used 8870 application card. A lead apron was used, but it was not successful. A representative utilized a third 8840 physician programmer with a new 8870 application card, and telemetry with the pump was successful. The new 8870 application card from the third 8840 physician programmer was used with the hcp's replacement 8840 physician programmer, and they were able to successfully establish telemetry with the pump. The issue was then resolved. Additional information was requested to determine the gablofen lot number and start/end dates of use; other medications the patient was taking at the time of the event; pertinent medical history; what diagnostics were performed related to the stiffness and spasticity; and what actions or interventions were taken to resolve the patient's increased stiffness and spasticity. Additional information was also requested to determine the serial number of the 8840 programmer; if there was a pump or 8840 programmer issue; what actions were taken to resolve inability to obtain telemetry with the second 8840 programmer; what caused the inability to obtain telemetry with the second programmer; and if the inability to obtain telemetry resolved.